Event description:
It was reported that the patient was currently experiencing a rash around the implant that was implanted in 2007. It was noted that it was the implantable neurostimulator (ins) for his legs and feet. It was noted that it was located on the left side of his lower back. It was noted that the rash outlined the implanted and started on the sunday prior to report. It was noted that the patient went to his healthcare professional (hcp) and his hcp put the patient on antibiotics and advised him to call the manufacturer and report it. Additional informaiton was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), product type programmer, patient product ID 3487a-33, lot# j0537736v, implanted: 2007-(B)(6), product type lead product ID 3708220, serial# (B)(4), implanted: 2007-(B)(6), product type extension product ID 3487a-33, lot# v015855, implanted: 2007-(B)(6), product type lead product ID 37752, serial# (B)(4), implanted: 2007-(B)(6), (B)(4).